Manufacturer narrative:
Occupation: non-healthcare professional. PMA/510k # ¿ exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, the ncircle tipless stone extractor broke while the doctor was using it. The procedure was successfully completed with another device of the same type. No unintended section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. No adverse events have been reported as a result of the alleged malfunction.

Event description:
No new event information has been received since the last report was submitted on 07dec2018.

Manufacturer narrative:
Investigation: evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, review of quality control, and manufacturing instructions. One complaint device was returned for investigation. Check-in and investigation photos were provided in attachments. Attachments were reviewed. Returned packaging confirms lot number: 9187273. Non-conformances: the device history record was reviewed and non-conformances were noted as listed below: 293 - foreign matter, embedded in packaging material 2, 762 - laminated sheath, outer layer s separating, cracking and peeling 2, 462 - labels, applied incorrectly 1, 910 - difficult to advance thru sheath 1, these non-conformances are not related to the reported failure. Additional complaints: a search of complaint records found this is the only complaint associated with lot number: 9187273. A review of relevant manufacturing documents was conducted. The device was inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. The instructions for use (IFU) included with this device contains the following information: precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. The complaint device was found to have a basket that was closed and could not be opened due to sheath damage. The sheath was damaged and separated near the handle, preventing the basket from functioning. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The condition of the returned device makes it possible that it was inadvertently damaged during handling / use. The IFU contains cautions about manipulating the device to prevent damage. The assigned investigation conclusion category assigned is "caused traced to user : unintended use error caused or contributed to event". Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.